Manufacturer narrative:
H10: additional manufacturer narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported via clinical trial that a patient with a 3300tfx 27mm aortic valve has been evaluated for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.